Manufacturer narrative:
Addendum for additional information received: the user was certified on the use of the mynx grip. The procedure used a retrograde approach. The sheath used was not a cordis sheath. The femoral artery¿s suitability was verified on venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. After the mynx closure, the patient went on to develop intracranial thrombosis and later died. As reported, the physician deployed a 6f mynxgrip vascular closure device (vcd), using a retrograde approach, after successfully treating a patient¿s ¿giant¿ intracranial aneurysm with a flow diverting stent and coils. Shortly after deploying the vcd, it was noticed that the patient had developed a ¿very large¿ hematoma and significant bleeding at the puncture site. The patient underwent a computerized tomography (CT) imaging as the bleeding from the puncture site continued and was not being controlled. It was discovered that the patient had ruptured a pseudoaneurysm. A covered stent was placed over the pseudoaneurysm and heparin was stopped. The physician indicated that there was no issues with the common femoral artery prior to deployment of the vcd. The user was certified on the use of the mynx grip. The sheath used was not a cordis sheath. The femoral artery¿s suitability was verified on arteriography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. After the mynx closure, the patient went on to develop intracranial thrombosis and later died. The device was not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. A common femoral artery pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery or vein into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. If a pseudoaneurysm is not detected in time and treated appropriately, it can result in death. A pseudoaneurysm can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common procedural-related risk factors associated with pseudoaneurysms are procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Based on the limited information provided of the events, it is not possible to draw a conclusion about a clinical relationship between the device and the pseudoaneurysm and death. However, it was reported the patient developed a cerebral thrombosis before the patient expired; therefore, it is possibly the cause of death. However, cause of death was not provided, and the relationship to the mynx device or pseudoaneurysm could not be ruled out. According to the instructions for use, which is not intended as a mitigation, a pseudoaneurysm occurring during or after any extravascular closure device, such as the mynx device, is a well-known complication. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, the physician deployed a 6f mynxgrip vascular closure device (vcd) after successfully treating a patient¿s ¿giant¿ intracranial aneurysm with a flow diverting stent and coils. Shortly after deploying the vcd, it was noticed that the patient had developed a ¿very large¿ hematoma and significant bleeding at the puncture site was observed. The patient was taken to CT for imaging as the bleeding from the puncture site continued and was not being controlled. It was discovered that the patient had ruptured a pseudoaneurysm. A covered stent was placed over the pseudoaneurysm and heparin was stopped. The physician indicated that there was no issues with the common femoral artery prior to deployment of the vcd.